Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set bent cannula event on (B)(6) 2026. The blood glucose level was 300 mg/dl. The patient replaced infusion sets and resumed insulin successfully. No further information available.